Manufacturer narrative:
The delivery pusher, introducer, implant, and two microcatheters were returned. The pusher's proximal section was undamaged and the heater coil distal section was folded and damaged. Two microcatheters were returned, both were cut, and one of them had the implant coil stuck inside of the microcatheter. An x-ray test was performed to review the microcatheter and coil condition; the implant coil was stretched and compressed. The microcatheter was kinked and smashed. The monofilament was found to be stretched and broken. The investigation cannot determine when and how the damage to the implant coil occurred. The monofilament damage can occur when the unit is manipulated with excessive force or during the retraction process if the unit is not in the correct position. This tensile break is typically caused when the device experiences forces over specification. The monofilament condition confirmed that the unit was not detached using the v-grip system (controller).

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coil embolization of an internal iliac artery aneurysm, the coil was intentionally detached; however, during withdrawal of the pusher wire, it appeared that the coil had stretched. The coil was not able to be flushed out of the catheter, as it was stuck, therefore, the coil was successfully removed in its entirety together with the catheter. There was no reported patient injury or additional intervention.